Manufacturer narrative:
The varipulse device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection was performed following j&j procedures. A visual inspection was performed, and the tip was found broken, leaving internal parts exposed and the electrical wires broken; however, this issue was not reported by the customer. A generator test cannot be performed due to the product¿s returned condition. A manufacturing record evaluation was performed for the finished device 31615552l number, and no internal action was found during the review. The impedance issue reported by the customer cannot be confirmed. The potential cause of the broken tip could be related to excessive force or manipulation during the handling or shipment after the procedure, as the damage was not reported by the customer. However, this cannot be conclusively determined. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a varipulse catheter for which biosense webster¿s product analysis lab (pal) identified the tip to be broken. Initially, it was reported that during the operation, there was high impedance displayed on the generator. A second device was used to complete the operation. There was no adverse event reported on the patient. The high impedance was assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion, the tip was found broken, leaving internal parts exposed and the electrical wires broken. This was assessed as MDR reportable with an awareness date of (B)(6) 2025.